Event description:
It was reported the pt underwent surgical stabilization that involved l4-l5. A few months after surgery, the pt felt a pop in her lower back. The pt continued to do fairly well but then began to develop progressive, and increasing, complaints of pain in the lumbar spine. Serial radiographs taken demonstrated failure of the stabilization device especially involving the right side. The pt underwent removal of the instrumentation at l4-l5, exploration, revision of the l4-l5 pedicle screw and a revision of the posterior l4-l5 fusion / stabilization. Intra-operative findings included grossly dismantled hardware on the right side with complete rupture of the inner wire. The left side construct was hypermobile. The pedicle screws were loose. The pt tolerated the surgery well. No pt complications were reported.

Manufacturer narrative:
The product was not returned for evaluation. X-ray films were not provided to the manufacturer. With the available information, a contributing factor or cause for the reported event cannot be identified. A review of the device history records found no documentation to indicate a non-conformance to specification.